Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging apply sample. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2: on 08/06/2015 correction: supplemental sent to correct information previously sent. Alert date on fu 1 should read (B)(6) 2015.

Manufacturer narrative:
The meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Follow-up # 1: on 08/05/2015 correction: supplemental sent to correct information previously sent. Pa meter data was available prior to original 3500a being sent and should have been included within. Data is included here.